Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuits are currently en-route to fph in (B)(4) for evaluation, to determine if they had a malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that three rt265 infant dual-heated evaqua2 breathing circuits 'were broken or leaking'. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint rt265 infant dual-heated evaqua2 breathing circuits were not returned to fph in (B)(4) for evaluation. Further information was requested from the hospital however no response was received despite two follow-ups. Our investigation is accordingly based on the photograph of one complaint device provided by the hospital, our knowledge of the product and past investigations into similar complaints. Results: visual inspection of the photograph revealed that the patient end collar of one complaint device was cracked. A lot check was not performed as lot information could not be confirmed. Conclusion: based on the nature of the cracking observed in the photograph and previous investigations into this type of failure, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The user instructions also state the following: - "do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that two rt265 infant dual-heated evaqua2 breathing circuits 'were broken or leaking'. No patient consequence was reported.